Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined.the product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00197; the hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior and posterior tibial arteries using an indigo system separator 3 (sep3). During the procedure, after using the sep3 with an indigo system cat3 aspiration catheter (cat3), the physician removed the sep3 to clean the device. The physician then wanted to remove the torque device from the sep3 in order to insert the sep3 back through the disposable sheath and into the cat3; however, the torque device would not come off of the sep3. Therefore, the sep3 was not reinserted into the cat3 and a new sep3 was opened. However, the physician encountered the same issue when trying to remove the torque device from the second sep3. At this point, the physician was able to remove part of the thrombus and decided to remove the cat3. The patient was then placed on tissue plasminogen activator (tpa) over night. There was no report of an adverse effect to the patient.